Event description:
Caller indicated the relion micro meter was giving variable readings. He woke up and got a reading of 178 on (B)(6) 2011 at 8:20 am, so he ate dry toast and took 4 units of insulin. He continued with his day testing again on (B)(6) 2011 at 11:01 am, and got a reading of 278 so he ate a burger king whopper with cheese and took 10 units of insulin. He sat for about 30 minutes and then performed another blood test on (B)(6) 2011 at 11:34 am, and got a reading of 55 he thought that couldn't be right so he tested again on (B)(6) 2011 at 11:35, and got 276 then tested again on (B)(6) 2011 at 11:38, and got 260. After all of this testing, he feels his meter is inaccurate and has been causing him to dose himself incorrectly based on the meter readings. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter lcd cover is scratched, however this defect does not affect product performance. The returned product performed within specification. No performance failure detected.